Event description:
In 2009 the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra2 meter was not powering on. The medical surveillance specialist (mss) spoke with the patient on february 18, 2009 and obtained the following information. The patient reported that the alleged issue began approximately 2 weeks prior to contacting lfs. Despite of the issue, the patient stated that she continued to take her usual dose of oral medication (1 1/2 pills of glipizide and 4 pills of metformin) daily. At an unspecified time the day prior to original date, the patient claimed she began to feel shaky and nauseous, symptoms she associated with a low glucose. In response to the symptoms, the patient stated that she treated self with syrup and confirmed feeling better afterwards. At the time of troubleshooting, the customer care advisor (cca) confirmed that the subject meter was powering on; however, it was reverting the setup mode. The cca walked the patient through confirming the meter settings, and noted that the subject meter also powered on when a test strip was inserted. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.